Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 en route to an outside hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that hmii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13may2014. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.